Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that it stopped helping with fecal incontinence "its running right through" during troubleshooting, it was determined the stimulation was off and patient turned therapy on. The patient reported that the ins moves under the skin and has from the beginning because it wasn't stitched down properly. Patient also stated that they did not feel stimulation on program 4 set to 3.65. Patient increased to 4.65 and is just barely feeling stimulation. No further complications were reported or anticipated.

Manufacturer narrative:
Codes have been updated to reflect the new information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the report of reset device was because they needed to shut their device off for a medical procedure with anesthesiology. The patient replied that not having battery was them shutting the device off. Information suggests that their was no dead battery due to the patient saying they turned their device on again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient stated that the device shut off on its own and stated the device did not have battery. Patient also stated a reset battery. No further complications were reported.